Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor versus blood glucose readings. The customer experienced a high blood glucose level of 409 mg/dl. The customer was sick. He had issues with the sensors. The device was not returned.